Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication and information was not shown. A technical support specialist (tss) remotely logged into the server and successfully logged in. The customer reports for user were found, and reports and orders were verified as accessible. Certificate warnings were noted, but iis displayed no configuration information, and restarting iis did not resolve the issue. The tss added the account to the local admin group based on prior case guidance, but iis still showed no options. A screenshot of the expired certificate was sent to the customer, who later confirmed that a new certificate had been generated and saved to the d certificate folder. The tss imported the new certificate into the certificate store following knowledge article title how to install server certificates, bound it to the site in iis, and confirmed that the site loaded correctly and reports ran successfully. Customer confirmed the issue was resolved after updating the server and close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, when attempting to run reports, the report list was blank. The customer experienced issues when attempting to view a veterans medication under settings/patients/visit orders, and no orders were displayed. The medications and inventory tabs were functioning correctly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.